Event description:
It was reported that, after a legion total knee arthroplasty was performed on an unknown date, the patient experienced an unspecified adverse event. This condition was treated with a revision surgery on (B)(6) 2022. Patient's health condition is stable.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, the patient experienced an unspecified adverse event which was treated with a revision surgery on (B)(6) 2022. Reportedly, the patient's health condition is stable/no damage caused. The requested clinical documentation and/or further event clarification has not been provided as of the date of this medical investigation. Without the requested clinical documentation, the root cause of the reported unspecified event could not be further assessed. The patient impact beyond the reported unspecified event and revision could not be determined; however, reportedly ¿no damage caused¿ and the patient is stable. No further medical assessment could be rendered at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No details of the alleged fault, malfunction or injury were provided, therefore no probable cause can be delineated. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.